Manufacturer narrative:
Device evaluation completed on 5/28/2019: during evaluation of the sample was found three tears in the posterior view measuring approximately less than 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint was confirmed.breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/8/2019,upon receive of the device, mentor became aware that the suspect device for the right side reported mistakenly as concomitant device. The correct suspect right device serial number is (B)(4), catalog number 3542680. The concomitant, serial number is (B)(4), catalog number 3542680. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/21/2019, additional information indicated that the patient underwent bilateral removal and replacement as follow: right replaced with allergen smooth round low profile natrelle silicone breast implant cat#: srfp-340, sn#: (B)(4) left replaced with allergen smooth low profile natrelle silicone breast implant cat#: srfp-340, sn#: (B)(4). On 5/21/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Note:the reported date of implant does not line up with the manufacturing date of the device, and that if additional information is received, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 475cc saline breast implants which the right side deflated after implantation. Patient noticed visible right side deflation. As a result patient had the device removed on (B)(6) 2019.